Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during infusion, a line block alarm occurred. The issue was resolved by replacing the cleo tubing, while the infusion site remained unchanged. The reported malfunction may have caused an occlusion during use. There was patient involvement; however, no patient harm was reported.